Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit is not alarming.

Manufacturer narrative:
The device was evaluated by the returns department which found that the issue of no alarm was not able to be duplicated. It was found that the manifold was defective.

Event description:
Dealer states, the unit is not alarming.